Manufacturer narrative:
Ps339366. The complaint opt314 optiflow junior cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up response upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that a opt314 optiflow junior cannula was found disconnected at the nasal cannula during patient use. There was no reported patient consequences.

Event description:
A healthcare facility in france reported that a opt314 optiflow junior cannula was found disconnected at the nasal cannula during patient use. There was no reported patient consequences.

Manufacturer narrative:
Ps339366. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt314 optiflow junior cannula was returned to fisher & paykel healthcare in new zealand and visually inspected. Results: visual inspection revealed that the tubing of the returned cannula was found stretched next to the swivel grip tube joint. Conclusion: the damage was most likely caused by tubing being pulled. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube